Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to extrusion of the electrode lead into the external auditory canal. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site (date not reported). Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported).